Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to seizure. Customer stated that the insulin pump over-delivered insulin. The paramedics were called and transported her to hospital. Customer had low blood glucose reading of 30 mg/dl to 32 mg/dl at the time of the event. Customer's husband found her unconscious. Customer stated that the insulin pump over-delivered insulin due to the settings. Customer was unconscious for three days. Hospitalized a total of twelve days. Customer is treating with manual injections. Customer will not use the insulin pump for the remainder of her pregnancy. Customer will resume insulin pump therapy after she delivers her baby. Customer also stated that she was hospitalized immediately after low blood glucose event. The blood glucose level was in the 200 range. Customer stated that she was feeling ill, vomiting and higher than usual blood glucose level. Nothing further reported.